Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. Brand name: unknown, information not provided. Model number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. Serial number unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown; there is no indication that the lens has been explanted. Initial reporter phone number: unknown, information not provided. Address: unknown, information not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient, who had a monofocal intraocular lens implant more than three months ago, has since been experiencing extreme bother with glare and photophobia, including occlusions that cause feelings of uneasiness. Also, the patient states that all these issues significantly interfere with activities of daily life. Reportedly, the patient's binocular best corrected distant visual acuity (bcdva) was 20/20. No additional information was provided.